Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl. Customer reported that they received low battery alert prior to replace battery alert. Customer put a new battery in and insulin pump was able to turn on. Customer stated that the battery cap was not loose, cracked or damaged. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.